Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue was isolated to the system pcb assembly. The customer will receive a replacement device.

Manufacturer narrative:
Section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue was isolated to the system pcb assembly. The customer will receive a replacement device. Section h11 additional mfg narrative of I initial MDR should indicate: a stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify but was able to duplicate the reported issue. The cause of the reported issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired. The customer will receive a replacement device. The customer¿s device was returned unrepaired per customer's request.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.